Event description:
The customer contacted baxter's technical service center regarding air bubbles in the patient line during priming. The baxter technical service representative (tsr) explained that the hc has not finished priming and that is why the line has air in it. As the hc was priming, a check lines and bags alarm occurred. The tsr had the home patient (hp) push in the bag spikes and turn. As the hp was doing this, she pulled the spike out of one of the bags after she was instructed not to do this. The tsr explained the hp would need to start over with new supplies because the they are now compromised. The hp understood the explanations provided and would start over with new supplies. Product surveillance contacted the home patient who stated the spike did not fall out of the supply bag. The hp stated the spike was not in the supply bag completely and needed to be pushed in. The sample was discarded. No patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for an incomplete spike of a supply bag that was noticed during a check lines and bags alarm was not confirmed in the lab due to a lack of sample; however, based on information obtained during baxter's investigation it was learned that the patient did not spike the supply bag completely. Potential use errors and proper user instructions are addressed in the homechoice apd systems patient at-home guide. A labeling review was conducted which found the labeling to be adequate for the potential use error(s) in the complaint. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.